Event description:
Healthcare professional reported "deflation". This record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation", then later "valve leak". This record is for right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed, one opening assessed as fold flaw opening. ¿ valve leak and/or damage: no observed. As per the investigation procedure, crease, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b1, b.5., d6b., h.6.

Event description:
Healthcare professional reported "deflation", then later "valve leak". This record is for right side. Device was explanted.